Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for low blood glucose several years ago. It was stated that the insulin pump pushed an entire reservoir of insulin into his body. It was stated that the customer called before for a different issue and a replacement of the insulin pump was sent to him, but he never used the insulin pump. It was stated that the customer has been using manual injections. No further info was provided.